Event description:
It was reported a motor stall occurred, a stall recovered after more than two hours and it was reported a stall never recovered. On (B)(6) 2013, it was reported the stopped pump period may exceed tube set message was seen. On (B)(6) 2013 a motor stall recovery occurred. It was reported on (B)(6) 2013, a motor stall occurred. The patient was hospitalized and revision was required. The pump was explanted and a new one was implanted. The device system was used to deliver lioresal, morphine and ziconotide. It was reported the patient was alive with no injury or adverse event and there were no patient symptoms or injuries related to the event. It was later reported, per telemetry strips, that on (B)(6) 2013 a stopped pump period may exceed tube set occurred. On (B)(6) 2013, a motor stall recovery occurred. On (B)(6) 2013, a motor stall occurred. Then on (B)(6) 2013, a stopped pump period may exceed tube set message occurred.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.